Event description:
Resmed mirage liberty ffm sys lge-amer mask for use with CPAP machine. Stress fractures appeared bilaterally where the uppermost strap attaches to the mask. The piece that attaches the tubing to the mask also had stress fractures on the outer ring -the part that allows the user to easily detach the mask from the tubing, while still wearing the mask-, rendering it useless and preventing the use of mask, as it could no longer attach to the tubing from the machine. Respironics remstar plus, m series CPAP device - used with tubing and mask. Diagnosis or reason for use: upper airway resistance syndrome.